Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.

Event description:
It was noticed on (B)(6) 2010 during regular check up that l2 screw was broken at the site of intermediate position of the shaft of the screw on x-ray. There was no adverse consequences for the pt. The devices were implanted on (B)(6) 2010. The construct was t10 approx l2. Transverse connecter was used at t10/11 and l1/2. The pt used jewett fs hyperextension trunk brace after the procedure. We could not specify which screw was broken among used screws because they still in the pt.